Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgement occurred. The 100% stenosed, mildly calcified, 20mm in length, target lesion was in the severely tortuous right coronary artery (rca). The lesion was predilated with a 2.5x20mm maverick2 balloon 3 times at 10 atmospheres for 10 seconds 3 times. A 4.0x24mm taxus express2 drug eluting stent was selected and advanced to the rca. It was noticed that the stent had dislodged from the stent delivery system inside the non-bsc guide catheter. The stent delivery system was retrieved and the stent was removed together with the guide catheter. The procedure was completed with another 4.0x24mm taxus express2 des. The patient was given aspirin before the procedure, heparin during the procedure and aspirin and clopidogrel post-procedure. There were no patient complications reported with the patient's current condition listed as "stable".

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.